Manufacturer narrative:
Analysis received the unit with unresponsive button due to corroded keypad traces. There was no moisture damage found on the electronic or motor assemblies. Analysis was unable to verify for battery out limit alarm.

Event description:
The customer reported via phone call that the buttons on the insulin pump are not working. The customer's blood glucose was 80 mg/dl at the time of incident. The customer stated that the numbers were ramping on their own. The customer stated the scroll bar is not moving up or down with no input from the user. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.